Event description:
It was reported that the surgeon's handheld computer programming system has been indicating the battery latch is unlocked when it is not. This can interrupt the use of the handheld computer. The physician requested a replacement. The faulty handheld computer and associated software have been returned and are currently undergoing analysis. No adverse events have been reported.

Event description:
Analysis of the returned handheld computer programming system has been completed. The handheld computer and associated software performed to specifications and no anomalies were found. There were no issues identified with the battery latch.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.